Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd 9/12/2014- pfs and medical records received. A dor was provided. After review of the medical records the revision operative note indicated subluxation and a metal on metal reaction on the trunnion. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/16/2014. Update rec'd 10/17/2014- pfs and medical records received. After review of the medical records for MDR reportability, there was mention of high metal ions in the revision note. Lab results from (B)(4) 2013 indicate both the cobalt and chromium levels are below 7ppb. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/13/2014.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/14/2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, metal toxicity, and difficulty walking. Labs for metal ion levels < 7.0 ppb so no reporting of product abnormal metal ions harm. Revision note indicated evidence of tissue irritation "consistent with metal-on-metal failure" and staining. Three and five months post-revision exams indicated right hip intermittently locking up, and thigh muscles seizing up, when walking. Added implant coloration taper product harm to complaint, but medwatch FDA codes were current. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).